Manufacturer narrative:
(B)(4).

Event description:
During interrogation, the device was noted to be in back up mode and memory corruption was suspected. The device will be evaluated in january. The patient is in stable condition and the device will be monitored until the next follow up.